Event description:
It has been reported that two lasso catheters would not advance in the sheaths. One catheter was from lot # 13377868 (manufactured date: 03/24/2008; expiration date: 03/31/2011). The other catheter was from lot # 13274529 (manufactured date: 08/29/2007; expiration date: 08/31/2010).

Manufacturer narrative:
During the evaluation of the returned catheters, it was found that each catheter had the ring pulled out forming sharp edges. Evaluation results of catheter 1 (lot # 13377868): it is possible that the ring electrode was caught with the edge of the sheath's tip causing the damage on the ring. During the visual inspection of the catheter, it was noticed that electrode ring #s 6 and 7 had lifted from the edge of the ring, indicating that excessive force was applied. The pu margin of electrode ring #s 6, 7, 9 and 10 were damaged. The electrodes ring # 2, 3, 4 and 5 were out of round and dented. The pu margins appeared to be within specification prior to the damage. A corrective action has been opened to address and resolve this issue. Evaluation results of catheter 2 (lot # 13274529): it is possible that the ring electrode was caught with the edge of the sheath's tip causing the damage on the ring. During the visual inspection of the catheter, it was noticed that electrode ring # 4 was squashed and lifted from the edge of the ring, indicating that excessive force was applied. The pu margin of electrode ring #s 4, 7, 9 and 10 were damaged. Pu margins appeared to be within specification prior to the damage. A corrective action has been opened to address and resolve this issue.